Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that rv lead exhibited decreased sensing. The lead was explanted. The patient was in good condition.